Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with 700cc mentor memorygel breast implants. An MRI on (B)(6) 2020 identified a right-sided rupture. The patient was also dissatisfied with the appearance of their left breast. As a result, the patient is scheduled for a bilateral explantation on (B)(6) 2020, and replaced with like devices (catalog number 3507500bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.